Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the superior mesenteric artery. During advancement of the herculink stent delivery system (sds), the stent dislodged from the balloon, but was able to be recaptured by the stent delivery system and implanted partially in the lesion. The stent was noted to be fully opposed to the vessel wall. There was no adverse patient effect and no clinically significant delay reported in the procedure. A follow-up angiogram will be scheduled to determine if further treatment to the lesion will be necessary. No additional information was provided.